Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The treatment was for an 80% stenosis, moderately calcified lesion in a severely tortuous mid circumflex (cx). The physician successfully deployed a taxus express2 -3.0 x 16 mm stent at 12 atms for 48 seconds. It is noted that the lesion was not predilated. After deployment the physician was able to withdraw the balloon 1/4 of the way out of the stent. It was noted that the mid section of the taxus stent was on the bend of the vessel. The physician then attempted to remove the balloon by doing a double negative, trying to advance, and inflating up to 14 atms without success. Finally, the physician deep seated the guide catheter down to the mid cx, just before the lesion, and the balloon was released and removed successfully. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."